Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) has experienced inflation issues with the device, as he cannot press the pump bulb. Therefore, the patient requested to be referred to a specialist. Available evidence indicates that the device remains in service. No patient complications were reported.